Event description:
The graft system was implanted approximately three years ago. Recently, the bifurcated graft separated from the tube graft and came out of tube graft. The physician had to reline the endograft and was able to fix the graft system.